Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the stand alone board had no output to power image processor or generator. They replaced image processor, reloaded software, reloaded config file and the system functioned normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being used outside of procedure. It was reported that the o-arm image acquisition system (ias) pendant will not boot fully. It was stated that the pendant display showed "system booting please wait" for an extended period of time during the boot process. They tried multiple reboots with the same behavior. In addition, they disconnected and reconnected the interconnect cable with no resolution. Th biomed, called and confirmed some additional information regarding this case. He stated the system was recognizing that the umbilical was connected. The system not getting past initialization state and it was also producing watchdog2 error - power controller upon boot up. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pcba bi31000171 isolated stand alone, lot/serial: rev. 1 : s/n (B)(6). H3, h6: the printed circuit board assembly (pcba) was returned to medtronic for analysis. Testing was conducted and it was confirmed to have electrically overstress components. It could not be bench tested. Fdm b01, fdr c02, and fdc d02 are applicable to the pcba analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.